Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that when the subject device was angulated, the reported phenomenon was not duplicated, and also found that when the power of the video processor otv-s300 was turned on, the scope communication errors e216 and e226 occurred on the subject device and the endoscopic image of the subject device was not displayed on the monitor. In addition, it was found that there was no abnormality on the exterior related to the communication function and there was no leak on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the investigation result, omsc surmised that there was a possibility that the reported phenomena were attributed to the abnormality related to the electrical contact part, the failure of the internal ccd, the breakage of the ccd cable, or the electrical contact failure of the ccd cable, and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery using the subject device in combination with the video processor otv-s300, it was found that when the subject device was angulated, the scope communication error e216 occurred on the subject device and the endoscopic image of the subject device became black out and could not be restored. The user replaced the video processor otv-s300 to the 3d-visualization unit 3dv, but the image issue was not resolved, so the user replaced the subject device with another similar device and completed the intended procedure. There was no report of patient injury associated with this event.